Event description:
It was reported that the epidural catheter was inserted by a certified registered nurse anesthesiologist and seemed to be functioning properly. The physician attempted to remove the catheter in the post anesthesia care unit when it was no longer needed. Upon removal they noticed it had separated and 6cm portion of the distal tip remained in the pt. A lumbar x-ray and CT scan were performed to confirm the piece left behind. The pt has decided to have a neuro-surgeon remove the piece.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available. Stat venous duplex demonstrated the cannula in the proximal radial artery. There was no palpable pulse and no circulatory compromise. The pt was taken to the operating room and a 3.5cm a -line cannula was removed from the right radial artery. A bovine patch was placed for closure with no inter-operative or post-operative complications. The pt remained hemodynamically stable on a medical unit and was transferred to inpatient acute rehab a week later and discharged the following month.